Manufacturer narrative:
Section d9 was updated. The customer's strips with lot number 670065 and expiration date of oct-2023 were returned for investigation. All testing with the returned strips produced acceptable results. No strip defects were observed. The testing was performed using glycolyzed blood. The strip vial, desiccant, and vial cap were inspected and were acceptable in appearance. No obvious reagent discoloration. The vial integrity of the returned vial was tested and it passed. The returned product was appropriately sealed. The investigation did not identify a product problem.

Manufacturer narrative:
The reporter advised the qc test was performed and the meter passed the qc test. The accu-chek inform ii meter serial number was (B)(6). The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The reporter alleged recieving discrepant glucose results for 1 patient tested on an accu-chek inform ii meter when compared to an abl gas laboratory analyzer. On (B)(6) 2023 at 11:54 p.m. The initial meter result was < 0.6 mmol/l and at 11:55 p.m. The meter result was 0.8 mmol/l while at 11:57 p.m. Two laboratory tests were run and both results were 12 mmol/l. The patient reportedly did not receive any treatment based upon the meter reading as her glucose monitor readings were also being checked with the laboratory tests. It was reported that the blood for the meter testing was obtained from an arterial line.